Event description:
User states she had one pt that recovered a creatinine of 1.2 mg/dl. This failed a delta check and the technologist caught it. It was not reported. The tech reran the same specimen on the same analyzer and it recovered 7.1mg/dl which is more in line with what the pt has been recovering. The field service representative determined the gear pump was leaking as the pressure was low. He tightened the loose tubing.